Event description:
A tech reported that a pt presented with epithelial ingrowth in the left eye, four days following bilateral lasik surgery. The flap was lifted, the ingrowth was removed, and topical medications were started. The event resolved with treatment.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).